Event description:
It was reported that the user¿s dexcom g7 was initially entered with an incorrect pairing code for use with the ilet, which led to a dosing stops soon alert and concern about cgm pairing, but after correction of the code the sensor successfully paired and glucose readings resumed. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention and no impact to therapy beyond a brief pairing delay. Investigation included customer troubleshooting and education regarding correct code entry and expected pairing time. Investigation of this case revealed use error related to entering the wrong sensor code, with normal device function observed after correction and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.